Event description:
It was reported to philips that the device was not reading the patient's ECG during monitoring use. The patient involved was reported to not have experienced harm or adverse patient impact. The users transferred the patient to another service for monitoring and treatment.